Event description:
Pt #2 was implanted dt heartmate ii around (B)(6) 2017. On (B)(6) 2017 dles infection requiring hospitalization plus (B)(6) w/surgical intervention of abx bead placement. Pt also suffered cva during this hospitalization. (B)(6) vad program. Reporting policy - states this is a mandatory report to the FDA. This was not reported.